Manufacturer narrative:
Inspected 1 opened or used partial sensor and unable to confirm insertion or needle complaint due to customer return sensor no needle. Found sensor cannula in full during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the introducer needle was missing. Customer's blood glucose level was unknown. The sensor will be returned for analysis.